Event description:
It was reported that the target lesion was located in the mid right coronary artery (rca) with heavy calcification. The 3.5 x 12 mm nc trek balloon was advanced for post-dilatation of an unspecified stent. No resistance was noted during advancement of the device. When pressure (unspecified) was applied to the balloon, inflation was noted to be slow. Therefore, the balloon was withdrawn from the anatomy. No rupture or hole was observed. Another of the same size nc trek balloon was used to complete the procedure. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned and the reported inflation difficulty was not confirmed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.